Event description:
I have been using the face mask that has metal on each side. I also have a cochlear implant. Unsure exact date when symptoms started but has become very severe in past few months. Confusion, inability to think remember even to pay bills, unable to do a sentence, would have to stop and try to remember how to say something, increase in respiratory problems, unable to do much because of shortness of breath, problems with gait, balance, problems with movement. I have arthritis but this just started and kept getting worse. Doctors are having difficulty figuring out what the real issue is. I received a letter from adapthealth about my therapy mask which contains magnetic headgear clips. Stating using it could cause potential risk of severe injury. I stopped using the mask 3 nights ago and already my mind is clearing up. It's very upsetting to think that something that is supposed to help could kill you. I had told my husband I didn't think I'd get better but today I am some better. I taught sunday school classes since I was 14 years old. I have gave up all office in my church due to inability to say something correctly. I have had to stop most shopping due to unable physically or mentally go on. FDA safety report ID# (B)(4).